Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, the patient presented to the hospital and was diagnosed with heart valve disease and aortic incompetence. On (B)(6) 2013, this 25 mm sjm biocor valve was implanted. On (B)(6) 2016, the patient presented to the hospital and was found to have aortic insufficiency. On (B)(6) 2016, the valve was explanted. The patient was reported to be recovering.